Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 had intermittent issues. A field service engineer inspected the back of the drawers and replaced the individual drawer control board, which had not been previously replaced. After installation, thoroughly tested the drawer in the hardware test application, all functions worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 pocket b1 was repeatedly failing daily despite multiple pocket replacements. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.